Manufacturer narrative:
Manufacturer ref# (B)(4). G4) similar to device marketed under PMA/510(k) k233680. Summary of investigational findings: the tulip filter would not expand and was retrieved with jugular introducer. The procedure was rescheduled. The device was not returned for analysis and no imaging or additional information could be obtained. Therefore, based on the information provided only it would be inappropriate to speculate at what may or may not have caused the filter to not fully expand during deployment, but the filter legs may be somehow obstructed from fully expanding if the filter is deployed in a thrombus, or if the filter legs are caught in a clot. There are adequate controls in place to ensure the device was manufactured to specifications. It is assessed that because no non-conformances were detected there is evidence that the device was manufactured in compliance with procedures and according to specifications. In addition, no other lot related complaints have been received from the field. It is therefore concluded that there is no evidence that non-conforming product exists in house or in field. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description of event according to initial reporter: when the inferior vena cava was accessed from the jugular vein for ivc filter placement, the filter failed to expand, so the filter was returned into the sheath and abandoned filter placement. As there was no replacement device available on the day, the procedure was rescheduled. Patient outcome: no adverse effect on the patient has been reported.